Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, sheath damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery. During preparational testing of the device outside of the patient at a speed of approximately 150,000 rpms, there was saline leaking from the sheath and the physician noted sheath damage. The procedure was completed with another of the same device. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the plus unit was returned to site connected together. The rotablator plus device was returned with the advancer knob missing from the device. An initial examination of the complaint plus unit was carried out. It was noted that the catheter sheath was torn/split 98cm from the strain relief. The plus unit could not be wet tested due to the torn/split sheath. This is consistent with over tightening of the hemostasis valve, which can cause guidewire/burr movement issues. It is probable that during the preparation of the device, the advancer knob was loosened and may have become misplaced during the packaging and return of the device for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user error. The dfu states: "if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". (B)(4).